Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and analysis was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that patient presented in hospital for pacemaker system extraction procedure with swelling at the incision site due to infection. The pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted and replaced with leadless pacemaker system. The patient was in stable condition post-procedure.